Event description:
The customer reported that the system exhibited multiple errors and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage supply pcb (hvsr) was evaluated and reseated. A filament calibration was also performed as part of the svc event. The sys was tested and found to be working as intended and returned to svc.